Event description:
Caller reported an issue with touchscreen responsiveness, noting that at times the pump self-activated by selecting items on the screen without input. There was no adverse impact to the customer's blood glucose level. To ensure safety, technical support arranged for a replacement pump and provided instructions for returning the original pump. The customer was informed about programming settings and connecting their cgm to the new pump, while continuing to use the current pump or an alternate method for insulin delivery if necessary.